Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log but was unable reproduce error. Fse found bf probe 2 leaking and replaced it and cleaned the sensor. Fse successfully validated instrument by performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [3005] leak sensor detected leakage. Cause: the leak sensor under b/f unit detected leakage. Measurement is suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty bf probe 2.

Event description:
A customer reported getting error message "3005 leak sensor detected leakage" on the aia-2000 instrument. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), prolactin (prl) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.